Manufacturer narrative:
Event date and therapy date were sometime in (B)(6) 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the extension set started leaking when it was connected to a bag of sodium chloride. The lines were primed before connecting the patient and the leak was identified at the filter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample underwent a functional use test and a leak test. The set conformed to product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.